Event description:
Pt infuses tpn via the curlin 6000, ambulatory infusion pump. The pump is able to function properly when plugged in; however, when it is not plugged in, the pump would alarm "low battery." On (B)(6) 2012, pt was receiving tpn during the day (usually infuses overnight but not feeling well on this day so infused during the day instead) and infusing with the pump on batteries -usually infuses at night with the adaptor plugged in. However, the pump continued to alarm "low battery" or "motor seized" and pt needed to change the batteries 5 times during the 12 hr infusion. At one point, the pump stopped completely x 40 minutes resulting in a drop in blood glucose into the 50's which then resulted in a trip to the emergency room where it took a couple of hours for the blood glucose to recover. Pump settings were bag vol: 1800 ml, vol tbi: 1700 ml, time 12 hrs, ramp 1 hr, rate: 154.5 ml/hr, curlin 6000's were swapped with the curlin 4000's. Fyi: infuses enterals overnight so when this incident occurred, she was not on enterals at the same time.